Manufacturer narrative:
This report is being submitted to relay corrected information. An unknown biomet implant was returned for evaluation. Visual inspection identified that the implant was fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported condition of a fractured implant was confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review for the reported device could not be performed as the device item and lot are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was fractured. The implant was removed.